Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Are photos available of the reaction? No. Procedure type (total hip or knee)? Hip. Please verify procedure date of (B)(6) 2020? Confirmed. Please verify date of reaction (B)(6) 2020? No, two weeks post op the reaction occurred. Please describe how was the adhesive was applied. Per IFU guideines. What prep was used prior to, during or after prineo use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? (B)(6) bandage for compression. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? Placed piece of prineo on wrist before surgery to ensure no reaction. Patient demographics: initials / ID, gender, age or date of birth; bmi; female. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Unknown. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Can you identify the lot number of the product that was used: unknown. Current patient status. Stable. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes.

Event description:
It was reported a patient underwent a total hip replacement on (B)(6) 2020 and topical skin adhesive with mesh was used. Post-operatively the patient had contact dermatitis around the mesh one to two weeks after the procedure. The patient went to the emergency room because the reaction spread up the legs, torso and up to the neck and eyes. The patient received steroids and antihistamine for two weeks. The areas affected were painful to touch. Additional information has been requested.